Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device screen turns off during the weekly test, the black and white stripes are not displaying correctly. There was no patient involvement reported.